Event description:
It was reported that a patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy and acquired peritonitis. A break in aseptic technique was further described as the attendant did capd without proper training from a baxter clinical coordinator and the patient made a mistake (details not provided). On an unreported date, the patient experienced peritonitis and was hospitalized for the event. On an unreported date, the patient was treated with injection (inj) cefazoline (1 gm) and inj ceftazidime (1 gm) (frequency and routes not reported) for peritonitis. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.